Event description:
It was reported that unspecified bd micro-fine + demi pen needle experienced an unspecified number of cases of scale marking issues, and an unspecified number of cases of incorrect dosage. The following information was provided by the initial reporter: this patient has now observed that with many of these syringes the plunger has to be pressed beyond the zero point of the scale - the zero point of the scale is therefore not the mechanical zero point of the syringe. This creates a risk of some overdosing of insulin. Seven syringes were successively drawn up to 10 u without bubbles, weighed, and then emptied stepwise to 5 u, 4 u, 3 u, 2 u, 1 u, ½ u, and finally to the stop of the plunger. After each emptying step, any drop was swabbed off the cannula and the syringe was then weighed. The remaining quantity was weighed, not the dispensed quantity, in order to exclude evaporation effects. Of the seven syringes measured, the measurement results for only one was completely within tolerance limits.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d1: medical device brand name: bd micro-fine¿ plus insulin syringe. D2a: common device name: piston syringe. D2b: medical device type or (procode): fmf . D3: medical device manufacturer: becton dickinson and co. D4 UDI: (B)(4). D4. Medical device catalog #: 324826. D4. Medical device lot #: 9042899. D4. Medical device expiration date: 29feb2024. H4. Device manufacture date: 11feb2019. G1: manufacturing location:becton dickinson and co. G5: PMA/510(k)# na. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd micro-fine + demi pen needle experienced an unspecified number of cases of scale marking issues, and an unspecified number of cases of incorrect dosage. The following information was provided by the initial reporter: this patient has now observed that with many of these syringes the plunger has to be pressed beyond the zero point of the scale - the zero point of the scale is therefore not the mechanical zero point of the syringe. This creates a risk of some overdosing of insulin. Seven syringes were successively drawn up to 10 u without bubbles, weighed, and then emptied stepwise to 5 u, 4 u, 3 u, 2 u, 1 u, ½ u, and finally to the stop of the plunger. After each emptying step, any drop was swabbed off the cannula and the syringe was then weighed. The remaining quantity was weighed, not the dispensed quantity, in order to exclude evaporation effects. Of the seven syringes measured, the measurement results for only one was completely within tolerance limits.